Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for diabetic ketoacidosis. The nurse needed help uploading the customer's pump. The nurse was assisted with setting up and updated data on pump. No further assistance provided at this time.